Manufacturer narrative:
The device was completed on 10/5/2020. Upon receipt, the catheter was visually inspected and it was found with a hole at the pebax and reddish material inside of it. The returned device was then evaluated for stockert compatibility and the temperature was not displayed. Further examination revealed that the thermocouple wires were broken from the cut to the tip creating the temperature issue. The force feature can not be tested due the thermocouple did not have readings. Also, the damage of the pebax, could be related with the force issue. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint has been verified. The root cause of the thermocouple wire breakage cannot be determined. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported when coming on ablation, the force readings of the catheter would read high. There were no error messages displayed on the carto 3 system. The smartablate generator was displaying a high temperature reading. The catheter was removed and flushed to verify all ports were opened. There was blood inside the catheter below the catheter tip at the force sensor. There was no char on the end of the catheter tip. The catheter was exchanged and the issue was resolved. The case continued without any further incident. It was reported that the carto 3 system and the smartablate generator were working per specifications and the catheter was determined to be the root cause of the product complaint. Additional information was requested and received. It was not an exceeding temperature. The issue was that there was no temperature reading at all. Therefore, ablation would not start. After each ablation, the temperature would slightly go back to normal and then at 30 degrees. It would not read a temperature. Then after a couple of seconds, the temperature reading would come back. They pulled the catheter out and flushed it to make sure all ports were flushing appropriately. The generator was set to power control mode with smart touch sf parameters. All temperature thresholds were nominal. No issues with maneuvering or withdrawal of the catheter. There was no apparent damage to the catheter. The temperature issue was assessed as not MDR reportable. The ablation can not be performed since there is no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was remote. The blood inside the catheter below the catheter tip was assessed as a not MDR reportable ¿foreign material inside of the pebax with no external damage¿ issue. There was foreign material found underneath the pebax; however, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation on 8/24/2020 and observed on 9/18/2020 a hole on the pebax with reddish-brown material inside. The hole on the pebax was assessed as an MDR reportable issue. The awareness date for this lab finding is 9/18/2020.